Manufacturer narrative:
Continuation of medical devices: sedr01 ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode and presented to the emergency room. Loss of capture was noted and it was determined that the patient "tinkers" with high energy equipment in their garage that is likely to cause electromagnetic interference that could be impacting their implantable pulse generator (ipg). Noise was confirmed along with high thresholds and intermittent capture on the right ventricular (rv) lead. It was noted that the patient had hurt their back from falling due to passing out. Reprogramming was performed. The r-waves on the rv lead were noted to be slightly smaller. The device and lead remain in use. No further patient complications have been reported as a result of this event.